Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump display screen was flashing white after landing on pump while playing volleyball. Customer called back and reported that display screen was blank after allowing pump to rest and receiving new battery cap. The customer's blood glucose was 260 mg/dl. Customer was advised that insulin pump would need to be replaced. The insulin pump will be returning.

Manufacturer narrative:
Unable to verify missing segment due to blank/flashing white light on the display. The insulin pump was received with a constant blank/flashing white light on the display and constantly beeping due to vertical cracked lcd controller electronic board. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.